Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included adenomyosis, paratubal cyst, dysmenorrhea and corpus luteum cyst. On (B)(6)-2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2016: diagnosis a. Robotic-assisted laparoscopic total hysterectomy uterine adenomyosis endometrium basalis with erosion of the surface epithelium, likely due to prior endometrial curetting procedure; negative for endometrial hyperplasia or malignancy uterine serosal fibrous adhesions histologically unremarkable cervix; negative for cervical epithelial dysplasia or malignancy b. Robotic-assisted laparoscopic bilateral salpingectomy: histologically unremarkable bilateral fallopian tubes with incidental paratubal cysts and paratubal adhesions negative for tubal epithelial dysplasia or malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included adenomyosis, paratubal cyst, dysmenorrhea and corpus luteum cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: diagnosis. A. Robotic-assisted laparoscopic total hysterectomy uterine adenomyosis, endometrium basalis with erosion of the surface epithelium, likely due to prior endometrial curetting procedure; negative for endometrial hyperplasia or malignancy uterine serosal fibrous adhesions. Histologically unremarkable cervix; negative for cervical epithelial dysplasia or malignancy. B. Robotic-assisted laparoscopic bilateral salpingectomy: histologically unremarkable bilateral fallopian tubes with incidental paratubal cysts and paratubal adhesions. Negative for tubal epithelial dysplasia or malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received- event medical device removal updated to pelvic pain. New reporter, medial history, lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.